Manufacturer narrative:
No devices were returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple (12) unidentified spectrum pumps repeatedly alarmed and stopped infusing during therapy (drug, medication, rate and volume unknown) in the general patient ward; no specific alarm was identified that interrupted the infusions. A specialty bed (fluidic) was being used at the time of the infusions. It was reported that when this bed was replaced with a standard hospital bed the pumps stopped failing. There was no patient injury or medical intervention associated with this event. No additional information is available.